Event description:
Miller injection cartridge broke during injection of bone cement. Tip and ring at bottom of cartridge both broken.

Manufacturer narrative:
This report will be amended when our investigation is complete.